Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record confirmed there were no issues found during the manufacturing of the device that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the observed issue (image freezes) was due to the failure of the printed circuit board. The root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, color changes due to faulty dp board causing freezing image with the s190 and 190 scopes was noted. In addition, faded front panel, deep scratches on top cover, damaged net spacer, dusts, lint's and moisture stains at the video connector unit pins and intermittent image issue were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, printed-circuit board failure was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.